Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy with hiatal hernia procedure, while the surgeon was putting in trocar with cannula, the pieces broke. All pieces were retrieved and nothing fell into the patient's cavity. A new device was opened and used to complete the procedure. There was no patient injury.